Manufacturer narrative:
The company service representative examined the system and confirmed the reported event. The company service representative tightened the dovetail which resolved the reported event. The system was then tested and met all product specifications. Based on quality assessment, the product met specifications at the time of release. The root cause can be attributed to loose screws holding the dovetails in place for the aberrometer to be secured onto the scope. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the microscope was loose under the system, no patient involvement. Additional information received states that the dovetail was loose, not the microscope.